Event description:
As reported by the distributor, a roadrunner the firm lt hydrophilic wire guide presented with a foreign body resembling an eyelash. There was no patient involvement.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Summary of event: as reported by the distributor, a roadrunner the firm lt hydrophilic wire guide presented with a foreign body resembling an eyelash. There was no patient involvement. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The complaint device was returned to cook for investigation. Physical examination of the returned device found that a hair-like fiber was sealed in the package. A document-based investigation evaluation was performed. A review of the device history record found one relevant non-conformance on two devices on the lot. However, all non-conforming product was reworked prior to release. A review of complaint history found two additional complaints for the same failure mode. The product IFU warns ¿supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened and undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred.¿ a review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Although there was a relevant non-conformance to the reported failure mode found in the lot, all non-conforming product was reworked prior to release and there are 100% inspections in place to capture this non-conformance. Adequate inspection activities have been established. At this time, cook has concluded that no additional non-conforming product from this lot exists in house or in the field. The information provided upon review of the dmr, DHR, IFU, and investigation of the returned device suggests that there is evidence the device was manufactured out of specification. Based on the information provided and the results of the investigation, cook has concluded that the cause of this failure was a manufacturing and quality control deficiency. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.